Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that there was a loose connection on the supply bag earlier during therapy. The patient had tightened the connection and continued with therapy. The technical service representative assisted the patient with ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. It was also reported that the patient continued therapy with the same supplies after identifying the loose connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.